Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to a pinhole on universal cord, water tightness lost, adhesive around objective lens peeled, angle rubber scratched, adhesive on angle rubber chipped, indication on light guide connector was not correct, light guide cover glass scratched, video connector cracked, video connector case cracked, due to wear of angle wire, and bending angle in up direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an endoeye flex deflectable videoscope, having air/water leaking at the universal cord. Upon inspection and testing of the returned device, adhesive around the scope objective lens was found peeling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to use stress, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: "check that there are no scratches, chips, dirt, or gaps around the lens on the tip of the lens." Olympus will continue to monitor field performance for this device.